Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic stated the patient reported a red call doctor icon on their remote home monitoring system. This could indicate an alert that was not able to be transmitted to the clinic. Patent services assisted the patient in completing a successful remote home monitoring interrogation and the information was sent to the clinic. Review of the data found high out of range pacing impedance measurements of greater than 2000 ohms for the right ventricular (rv) lead. The field representative will attempt to obtain further information from the clinic. The rv lead remains in service and no adverse patient effects were reported.